Manufacturer narrative:
The reported complaint of the paper coming lose could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event occurred on an unspecified date involving a chemoclave® bag spike with additive port dry spike. It was reported that the paper film inside the spike would come out into the medication bags. There was unknown patient involvement and no human harm.